Event description:
Customer reported that he has been hospitalized three times due to diabetes ketoacidosis and has discontinued the use of the insulin pump since the events. Customer's blood glucose reading at the time of the hospitalization was over 500 mg/dl in all three instances. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. Customer's current blood glucose reading is 104 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Unit passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No unexpected battery out limit alarms were noted. Unit received with cracked battery tube threads and a scratched lcd window.